Event description:
Customer reported, the collimator iris closed and would not move. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable, and adjusted the 5v power supply. System operates as intended.